Event description:
It was reported that a user with an active lifestyle experienced recurrent hypoglycemia while using the ilet, stating that the ability to make adjustments was limited and that they were experiencing multiple daily lows requiring consumption of approximately 600¿1,000 calories of glucose. Symptoms included low blood glucose events. Outcomes included user burden from frequent carbohydrate intake to treat lows and disruption to daily activities. Investigation included a review of available user feedback; no user education or troubleshooting was performed and no alerts or alarms were reported. Investigation of this case revealed no identifiable device malfunction and the cause of hypoglycemia remained unclear based on the information provided. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.